Event description:
During a follow-up in-clinic, increased defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead damage was alleged but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.